Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a power system error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported the internal power source was unable to charge, and they have been receiving no deliveries for the past 4 days. Customer noted the insulin pump did not receive any kind of damage. During troubleshooting, customer was advised to disconnect from the insulin pump, and clear the power loss alarm. Customer still requested to have a replacement insulin pump sent. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with pillowing keypad overlay, serial number label missing and minor scratches on lcd window.